Manufacturer narrative:
A full technical evaluation was performed. The referenced device was tested: no image was displayed when connecting the device to the video processor due to a faulty camera cable. When inspecting the condition of the cable, a cut on its external surface was identified. The charged coupled device sensor is free from any apparent defects. Note that due to the malfunction of image functionality, the white balance couldn't be properly adjusted. Therefore, an error message e311 displayed on the monitor during testing. Previously the device had been serviced via repair in july 2020 for similar reasons requiring the replacement of the cable unit. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus ((B)(4)) was informed by the user facility that the high definition camera head reportedly has "image noise". The camera head was returned to the regional repair center for evaluation. Upon inspection and testing, the camera head was found to have a (reportable) no image malfunction due to defective camera cable. No patient injury or harm was reported to olympus.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. No device was returned to the legal manufacturer; therefore, the exact cause of the reported issue could not be conclusively determined. Based on the physical evaluation, the cause of the no image/noise on the image displayed was attributed to the video communication not being transmitted to the processor potentially due to cable breakage. The cable breakage was likely due to the user's handling. As stated on the IFU (instructions for use manual) and as a preventative measure, the IFU states the camera cable may become damaged due to the following; - do not coil the camera cable with a diameter of less than 20 cm. - never excessively pull the camera cable, but straighten it gradually when it is coiled. - never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. - do not use excessive force when wiping the external surfaces of the camera cable. - never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. - never use a clamp or forceps to attach the camera cable to another object. Olympus will continue to monitor complaints for this device.

Event description:
The reported noise on the screen occurred during a urology procedure. The camera head was replaced and the procedure was completed using other equipment without issue.